Manufacturer narrative:
The following fields have been updated with corrected information: d.4 medical device catalog #: 368498. H.6. Investigation summary: bd received 100 samples (lot 2332698), 5 samples (lot 2311278), 85 samples (lot 2350995) and 9 photographs from the customer in support of this complaint. Photo review: evaluation of the photographs showed tubes with bubbles in the gel at their base. Return sample review: evaluation of returned samples (lot 2332698) indicated 1 tube out of 100 had a bubble in the gel; samples (lot 2311278) indicated 5 out of 5 tubes with gel air bubbles at their base; samples (lot 2350995) indicated 4 out of 85 tubes had gel air bubbles at their bases. Visual evaluation of the returned samples did not indicate additive abnormality. Retention sample review: 180 retained samples (lot 2332698) were visually inspected, and 3 tubes containing bubbles in the gel were found, no additive abnormality was found. 174 retained samples (lot 2311278) were visually inspected, and 1 tube containing bubbles in the gel was found, no additive abnormality was found. 160 retained samples (lot 2350995) were visually inspected, and 14 tubes containing bubbles in the gel were found, no additive abnormality was found. 180 retained samples (lot 2067326) were visually inspected, and 6 tubes containing bubbles in the gel were found, no additive abnormality was found. Lot 8004802 expired in july 2019, retention samples are no longer available for inspection. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Further clinical testing could not be conducted as certain assays, in this case cdt and iohexol testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the investigation performed. This complaint is unable to be confirmed for additive abnormality or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found tubes with "bubbly" gel. It has been shown to have an impact on the analysis results (falsely high). The following information was provided by the initial reporter. The customer stated: ¿we have now discovered three different lot numbers on yellow gel tubes that have "bubbly" gel. The bubbles cause blood cells to pass through the gel and are found in the serum part - the gel turns pink after centrifugation. It has been shown to have an impact on the analysis results (falsely high) on cdt. So all such test tubes have to be separated and handled manually."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found tubes with "bubbly" gel. It has been shown to have an impact on the analysis results (falsely high). The following information was provided by the initial reporter. The customer stated: ¿we have now discovered three different lot numbers on yellow gel tubes that have "bubbly" gel. The bubbles cause blood cells to pass through the gel and are found in the serum part - the gel turns pink after centrifugation. It has been shown to have an impact on the analysis results (falsely high) on cdt. So all such test tubes have to be separated and handled manually."

Manufacturer narrative:
The following fields have been updated with corrected information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 28-jun-2023. H.3. Device return to manuf .?: yes. H.3. Device eval by manufacturer?: yes. H.6. Investigation summary: bd received 100 samples (lot 2332698), 5 samples (lot 2311278), 85 samples (lot 2350995) and 9 photographs from the customer in support of this complaint. Photo review: evaluation of the attached photographs showed tubes with bubbles in the gel at their base. Return sample review: evaluation of returned samples (lot 2332698) indicated 1 tube out of 100 had a bubble in the gel; samples (lot 2311278) indicated 5 out of 5 tubes with gel air bubbles at their base; samples (lot 2350995) indicated 4 out of 85 tubes had gel air bubbles at their bases. Visual evaluation of the returned samples did not indicate additive abnormality. Retention sample review: 180 retained samples (lot 2332698) were visually inspected, and 3 tubes containing bubbles in the gel were found, no additive abnormality was found. 174 retained samples (lot 2311278) were visually inspected, and 1 tube containing bubbles in the gel was found, no additive abnormality was found. 160 retained samples (lot 2350995) were visually inspected, and 14 tubes containing bubbles in the gel were found, no additive abnormality was found. 180 retained samples (lot 2067326) were visually inspected, and 6 tubes containing bubbles in the gel were found, no additive abnormality was found. Lot 8004802 expired in july 2019, retention samples are no longer available for inspection. Representative tubes were evaluated for possible chemical interferences to explain customer assay performance/interference. These tubes were compared to control tubes from lot 3289440. A tube headspace gas chromatography method was used to evaluate the tubes for possible outgas interferences and showed no significant differences in amount or identity of compounds present in the headspace making outgassing an unlikely source of the interference. Liquid chromatography was not possible for extractables without the customer¿s method since the additive would saturate the signal using the normal bd screening methods. The customer did not provide their method parameters instead choosing to adopt a new assay technology so this testing could not be completed. No evidence of chemical interference from outgassing, leachables or extractables was identified in the complaint lot tested that could explain the customer¿s interference. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Further clinical testing could not be conducted as certain assays, in this case cdt and iohexol testing, are excluded from bd clinical laboratory protocols - however, additional testing was performed at customer's request by r&d on returned sample 368498, lot 2332698: bd was unable to identify any potential sources of contamination or related interference in the complaint lot to explain the customer¿s interference results. Gc-ms testing: four complaint tubes (lot 2332698), one tube containing a gel bubble, and 4 control tubes (lot 3289440) were testing with gas chromatography mass spectrometry (gcms) to evaluate the compound profile observed in the tube headspace. No differences in peak identity were seen when comparing the complaint lot to control lot chromatograms. The complaint chromatogram is of the single returned sample that had a gel bubble which was a focus of the initial complaint. There was no difference in profile between the gel bubble sample and the samples with no gel bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the investigation performed. This complaint is unable to be confirmed for additive abnormality or erroneous results (interference). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #:2332698. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2022-11-28. D.4. Medical device lot #: 2067326. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-03-08. D.4. Medical device lot #: 2311278. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2022-11-07. D.4. Medical device lot #: 2067326. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-03-08. D.4. Medical device lot #: 8004802. D.4. Medical device expiration date: 2019-07-31. H.4. Device manufacture date: 2018-01-04. D.4. Medical device lot #: 2350995. D.4. Medical device expiration date: 2024-06-30. H.4. Device manufacture date: 2022-12-16.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found tubes with "bubbly" gel. It has been shown to have an impact on the analysis results (falsely high). The following information was provided by the initial reporter. The customer stated: ¿we have now discovered three different lot numbers on yellow gel tubes that have "bubbly" gel. The bubbles cause blood cells to pass through the gel and are found in the serum part - the gel turns pink after centrifugation. It has been shown to have an impact on the analysis results (falsely high) on cdt. So all such test tubes have to be separated and handled manually."